Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that bleeding occurred during a procedure with the use of a ft10 generator and ligasure device. No injury to the patient. No further information will be made available and the generator will not be sent in for evaluation.